Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Did the patient undergo any preoperative radiation or chemotherapy? Did the surgeon require a 2nd hand to fire device? Was the device difficult to close? Are photos of device available? How was the device eventually removed? What is the current patient status?

Event description:
It was reported that during a laparoscopic low anterior resection (tumor 2cm from sphincter, so very low resection) the ec60a was used distally of the tumor with a green reload. More resistance than normally was felt during firing of the stapler. After two strikes, there wasn¿t any movement forward possible anymore and the surgeons decided to use the knife reverse button to return the knife and open the jaws of the stapler. The red button functioned and the knife direction was turned. However, the surgeon did not succeed to return the knife with the firing handle. This was the point were sales reps were being called and consulted to help in coaching the surgeon through (B)(6). Neither of us knew what to do next, because all steps were taken to return the knife with no result (unlocking the handle, forward push, assisting in the cartridge side etc). The surgeons decided to cut out the stapler with possible tumor spillage as a consequence. A permanent colostoma had to be made, because the resection was so low and a new stapler could not be placed on the remaining rectum. The device was fully articulated and the surgeon has the feeling that it has something to do with this articulation. Blood loss: 50-100cc no anastomosis could be made because of the required removal of the stapler (so with tissue) in closed position. So the patient got a permanent colostoma. On top of that the proximal and distal part of the colon/ rectum were opened because of the required removal of the stapler. Possible tumor spillage and locally, recidive with possible threatening oncological outcomes. The stapler is removed by cutting it out with diathermia. The distal rectum part was closed with sutures. The proximal part with tumor (rectosigmoid) was removed with a new ec60a and ecr60g reload. A permanent colostoma was made. A drain was placed in the pelvis.

Manufacturer narrative:
Product complaint #: (B)(4). D4: batch # u5a51d. Investigation summary: the analysis results confirmed that the ec60a device was returned with damage noted and an unknown trocar on the shaft of the device. Both articulation links were protruding through the joint cover, each with one tab disengaged from the closure tube. Flanges for the art links in the closure tube are slightly deformed. The articulation joint was damaged with the tooth being broken off each art lock bar. Significant damage was noted to the anvil and cartridge. The anvil was reverse cambered with damage to the knife slot. The knife was pulled through the anvil and free of the knife slot. One knife wing was broken off. There was no damage to the knife blade. The knife bands were severely buckled proximal to the articulation joint and distal to the articulation joint to a lesser degree. Damage was noted to the cartridge deck and drivers on both sides of the knife slot, with more damage to the right side. At lease one driver was noted to be out of position. Damage was noted to the right side of the channel in the same area as the damage to the cartridge body, possibly the result of the user attempting to pry the end effector open. The damage to the articulation joint is also potentially due to the user attempting to desarticulate the device by force. The damage to the anvil, the closure tube flanges, knife bands are consistent with firing the device over dense or incompressible tissue and/or firing the device on tissue beyond indicated thickness. The damage on the device, it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the patient was in hospital for 4 weeks for abscess in lower pelvis. A reoperation was performed for abscess removal on remaining rectum. The patient has since been discharged. It is unknown if patient undergone preoperative radiation or chemotherapy. The first squeeze of handle on device was difficult and the second could not be completed. The reverse button was then tried. The surgeon stated that only rectum tissue was within jaws and closure seemed normal. It was very low and could not see very well. The device was articulated. After device was removed from patient, tools were used to force open the jaws to retrieve specimen for pathology. The surgeon has 15 yrs. Experience with device.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2022. H6: health effect-clinical code: gastrointestinal system (e10). The surgeon shared that the patient has experienced post-operative complications associated with an abscess that has required additional medical/surgical intervention.